Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ('abdominal pain') in a 46-year-old female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included lyme disease and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), fatigue ("exhaustion"), asthenia ("asthenia") and periarthritis ("capsulitis"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, back pain, fatigue, asthenia and periarthritis had resolved. The reporter considered abdominal pain, asthenia, back pain, fatigue and periarthritis to be unrelated to essure. The reporter commented: removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Most recent follow-up information incorporated above includes: on 28-aug-2019: the case will be deleted from bayer pv database. Nullification reason: as per information received from the french health authorities, this case was identified as a duplicate of case 2017-187465. All the information from case 2019-149725 has been transferred to case 2017-187465. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. 50741327) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction and parity 1. Concurrent conditions included lyme disease and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lumbar pain"), fatigue ("exhaustion"), asthenia ("asthenia") and periarthritis ("capsulitis"). The patient was treated with surgery (removal of two implants through bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2017. In 2017, the abdominal pain, back pain, fatigue, asthenia and periarthritis had resolved. The reporter considered abdominal pain, asthenia, back pain, fatigue and periarthritis to be unrelated to essure. The reporter commented: removal was performed at the patient request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.